Event description:
Customer reported that the insulin pump was returning a pump reset message. Customer stated that the screen was going blank and the insulin pump was shutting off. Customer also stated that all settings seem to be getting reset. Blood glucose level was 84.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power and unexpected restart error test. No blank display was noted. No reset error alarm was noted. The insulin pump was received with a cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.